Event description:
It was reported that during the preparation for a stenting treatment procedure, a shaft break occurred. While the srcub tech was removing the 3.0x32mm veriflex stent delivery system from the packaging hoop, the distal polymer portion of the shaft broke where it meets the hypotube. The procedure was completed with another of the same device. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the preparation for a stenting treatment procedure, a shaft break occurred. While the scrub tech was removing the 3.0x32mm veriflex stent delivery system from the packaging hoop, the distal polymer portion of the shaft broke where it meets the hypotube. The procedure was completed with another of the same device. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the midshaft. The break was located at 2.5cm distal to the proximal edge of the midshaft. An examination of the break site identified no anomalies which could have contributed to the complaint incident. No issues were noted with the profiles of the crimped stent, balloon and tip sections of this device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).